Event description:
It was reported that the pt experienced an underdose with symptoms of increased baseline pain and sweating (diaphoresis). The pt noted that she was "shaky and sweaty". The symptom began after the pt had a "4 hour MRI". The pt was in the hospital for an unrelated issue. No doctor had checked the pump. The pt thought the pump was "stopped". The nurse told the pt that the pump was checked after the MRI. The pt noted that she was medicated but would "remember if the pump was checked". At the time of the report, the pt was admitted to hospital in fair condition. The pt had not heard an alarm. No pt treatment or outcome was reported. The drug contained in the pump at the time of the event was not reported. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).